Event description:
It was reported that the left ventricular (lv) lead measured out of range high and variable impedance. High and variable thresholds were also noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).